Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that after insertion of the catheter from the pericardiocentesis catheter set, it was discovered that fluid was leaking from the hub area. A new catheter was inserted to complete the procedure, and there were no injuries or additional procedures reported.